Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was noted to be challenging. An xtw clip (40620a2107) was inserted, and grasping was performed. However, while grasping it was observed one of the grippers stopped functioning. Therefore, the clip was removed and replaced. Upon removal, a broken gripper line was observed. An xtw clip was then implanted without issues. In an attempt to further reduce mr, an nt clip (40212r1026) was inserted, but the leaflets were unable to be grasped. The clip was removed and replaced with an xtw clip. The xtw was successfully implanted, reducing mr to a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported gripper lines break did not confirmed via returned device analysis. However, it was noted that the gripper lines had separated from the clip (material separation) and the returned device analysis confirmed single gripper actuation. The reported poor image resolution could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information and returned device analysis, the reported single gripper actuation issue was a cascading event of the gripper line separation. The reported gripper line break appears to be related to the user perception. The investigation determined the gripper line separation to be related to a potential product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Therefore, exception (issue) 130421 and exception (action) 135842 are referenced. The investigation evaluated the reported issue, and the engineering group identified the likely root cause to be manufacturing variability at the supplier. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The reported poor image resolution was due to patient anatomy and the device itself.